Manufacturer narrative:
Device used for off label indication. The indication device was used for was mhy. Product ID 7482a25, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # *unkn-ld, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off after passing through a metal detector and subsequently experienced a return of their symptoms. Specifically, it was reported that the patient had been arrested and brought to the jail facility for processing at which time it was alleged that they were "forced" to pass through the detector unit by law enforcement even though it was warned by the patient that the ins system could be deactivated. After the device turned off, the patient experienced a return of their tourette's symptoms which were described as a "jerking" of the limbs, facial tics, and "other neurological actions which evidenced a lack of control." It was alleged that the patient underwent 'repeated harassment" and beatings from law enforcement as a result of the symptoms. It was also alleged that the patient was tied to a chair "and made to stay there for hours without benefit of food, water or bathroom privileges." In addition, it was counter alleged by law enforcement that the patient "beat himself against the wall, thereby causing his many injuries." If additional information is received, a follow-up report will be sent.